Manufacturer narrative:
(B)(4) had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® multiple sample luer adapter had a labeling flaw on the blister package. No report of serious injury or medical intervention.

Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd vacutainer® multiple sample luer adapter had a labeling flaw on the blister package. No report of serious injury or medical intervention.

Manufacturer narrative:
Photos were returned for evaluation. Investigation results are as follows. On (B)(6) 2018 update: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for poor printing quality with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for poor printing quality with the incident lot was not observed. The photos did not identify a specific product issue. Based on the investigation, a root cause could not be determined.

Event description:
It was reported that the bd vacutainer multiple sample luer adapter had a labeling flaw on the blister package. No report of serious injury or medical intervention.